Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was broken; there were lots of cracks and certain buttons were unresponsive, there was a crack around the reservoir, the plastic of the battery compartment, where the battery screws in, was broken, the re were scratches around the screen, and a large crack on the upper right side of the screen. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.